Manufacturer narrative:
The sureform 60 stapler instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed the customer's reported complaint. Failure analysis found the primary failure of failure during initialization to be related to the customer reported complaint. The instrument was placed on the in-house system and an "instrument failure. Manual release previously used on device. Do not reuse" error appeared. The rfid editor was used to manually overwrite the force expiration due to the stapler manual release. The stapler was tested in-house and the instrument failed initialization. A review of the logs show an instrument manual grip release misuse error, indicating the manual grip release wrench was used while the joints are in a locked state and the user may be attempting to use the emergency grip release without pressing the emergency-stop. A review of the logs showed no signs of clamping or firing failures. The root cause of this failure is not determinable/applicable and will be transferred to engineering for further investigation. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the instrument log (attached) for the sureform 60 stapler (480460-09/l92220503 0058 ) associated with this event has been performed. Per logs, the sureform 60 was last used on (B)(6) 2022 on system sk1903, with 10 uses remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the staple line was incomplete. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument stopped mid-fire and an emergency release had to be performed. Once the emergency release was used, the stapler was no longer good for use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform 60 stapler instrument has been evaluated by the advanced failure analysis (afa) engineering team. Afa's review of the logs shows that the last recorded log event is a complete clamp. The logs show one firing event, however the tool table indicated the instrument fired two reloads. Looking at timestamp of logs, there is an emergency stop (e-stop) button press recorded a couple minutes after the complete clamp. Evidence suggests that the site might have pressed e-stop during a firing event, which causes the firing data to not be recorded in the logs. Afa was unable to determine why the user may have pressed e-stop during firing. Regarding the in-house initialization failure, it was confirmed that there were no lodged staples in the I-beam window, therefore the failure was caused by something else. While manually driving the I-beam out, the engineer observed that there was higher friction than usual in the drivetrain. Visual inspection of the input drive spur gear and manual release spur gear shows friction between these two meshing gears. When the manual release subassembly was removed from the instrument, there was smoother motion when manually driving the I-beam out. A white residue was found on both spur gears. Likely cause of initialization failures is high friction between meshing spur gears. This gear damage did not appear to be related to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.